Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind and basic occlusion tests. The device was received in stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. A scratched lcd window, broken reservoir tube lip, cracked battery tube threads and misisng end cap sticker noted.

Event description:
It was reported that the insulin pump gave an alarm. Troubleshooting was performed, and the unit failed the displacement test. Nothing further was reported.